Event description:
It was reported that attempts to interrogate the pulse generator resulted in a software error message. After performing a user download, the device functioned normally. A follow-up was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.